Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen fractured while in the user¿s pocket, rendering the screen unresponsive; possible contributing scenarios included contact with a door or sitting on the device, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user reported difficulty using the device afterward. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with external mechanical stress to the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.